Event description:
It was reported that during insertion, the 0.025¿ guidewire became stuck in the inner lumen of the of the intra-aortic balloon (iab) and could not be inserted. It was noted that the patient had vessel tortuosity with calcification. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no evidence of blood on the catheter. A kink was observed on the catheter tubing approximately 71.4cm from the iab tip. The guidewire, pressure tubing, and one-way valve were also returned. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The one-way valve was vacuum tested and it held vacuum. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).